Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl. The customer also report the blood glucose was 144 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with manual injection. The insulin pump will not be returned for analysis.